Event description:
It was reported that during a transcarotid artery revascularization (tcar) procedure, a dissection was noticed. The physician tried to re-stick but the dissection was too low to be able to get below it. The physician made the decision to convert the procedure to a carotid endarterectomy (cea) to resolve the dissection. The physician doesn't know when the dissection occurred but believes it was from the .014" guidewire. They used a gladius wire as well as the enroute wire.